Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implantation procedure, the patient was dissatisfied with the visual outcome. The lens was subsequently explanted and replaced with another lens during a secondary procedure. The clinical reason for the explant was reported as glare. Additional information was received as myopic surprise due to the prior refractive surgery.